Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was 219 mg/dl. During troubleshooting, the customer found that reconnecting the reservoir and infusion set, the insulin still did not exit. The customer's items were replaced. No further details were provided.